Event description:
Report rec'd that pt was receiving fentanyl intrathecally and did not tolerate this drug. Pt's pump was filled with morphine sulfate. That evening the pt was seen in the emergency room and was diagnosed with overdose. Pt was treated and the following day was seen in the clinic and the pump was reviewed. The low reservior alarm was occurring and the pump was empty of drug. F/u with the hcp revealed a programming error was the cause of the overdose of the pt. An attempt had been made to change the therapy so the pt would have refills every 3 months instead fo every month. The pt was not satisfied with the change and the error occurred with the switch in prescriptions. Pt has recovered from event and continues to receive morphine and is happy with their therapeutic result. A refresher course in programming is being conducted for pump fill staff.